Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the surgeon noticed that a metal plate attached on the tip of electrode had been missing. The complaint device was received and evaluated. The tip of the inserter is broken and the metal plate not was received, confirming this complaint. The functional test was performed in coagulation and ablation modes, and the device works as expected.this type of failure can be attributed to exerting too much pressure on the device while using or dropping the device on the ground. Other than this possibility of occurrence, we cannot determine a root cause for this issue. It is unknown at what point this failure occurred. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes: a manufacturing record evaluation was performed for the finished device [u1907164] number, and no non-conformances related to the reported complaint condition were identified. H6: result codes: further investigation determined the results to be operational and stress problems. Investigation summary ==> according to the information provided, it was reported that the surgeon noticed that a metal plate attached on the tip of electrode had been missing. The complaint device was received and evaluated. The tip of the inserter was broken and the metal plate was not received, confirming this complaint. The functional test was not performed. Electrode was returned to supplier for further investigation supplier evaluation result for vapr premiere 90 electrode: the device has not been returned in its original packaging, the distal tip of the device does not show any obvious signs of activation, confirming the initial customer complaint, the active tip of the device is confirmed to be missing from the distal assembly, the suction tube of the device appears clean with no signs of liquid or debris within, the shaft, handle, cable and plug of the device does not show any obvious visible damage, and is in an as expected condition. Electrical testing not conducted due to the condition of the device. Functional testing not conducted due to the condition of the device. Further investigation: since the missing section has not been returned with the device this cannot be inspected for any signs of use or erosion, which would indicate signs of use. Historical evidence has shown that active tip failures fail by erosion of the suction tube of the device. In this instance this is not the case, and the failure is more likely as a result of a force applied to the tooling hole on the active tip causing a fracture to the leg of the device. Further engineering and quality investigation: in order to conclude the above potential causes, this complaint was further investigated by design engineering and quality systems. To ensure the integrity of the active tip (188004) the incoming inspection history of this component was reviewed. The batch of components used in this lot did not have any failed inspections or nonconformities and therefore the integrity of the tip is as expected. The manufacturing line was inspected to determine if there were any potential causes of manufacturing faults. The inspection determined that there is not any process step where obvious high loads could be applied. Furthermore, there were not any production rejects or non-conformances raised in relation to u1907164. There was not any report of damaged packaging suggesting that there were not any issues with the transportation. Summary: the customer¿s claim that the active tip of the device is missing can be confirmed. The failure is likely to be as a result of a force applied to the active tip, resulting in a fracture on the leg of the active tip. The remaining ¿leg¿ of the active tip is still held in place within the suction tube of the device as designed. The point at which this force has been applied to the tip cannot be determined and the cause of this failure mode remains as unknown.this complaint failure mode is an isolated incident, no other complaints of this nature have been reported, which means that this is categorized as a ¿remote¿ occurrence rate. A manufacturing record evaluation was performed for the finished device [u1907164] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [u1907164] number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during and arthroscopic procedure when the vapr premiere 90 electrode -ea was inserted into the joint the surgeon noticed that the metal plate attached on the tip was missing. The surgery was immediately suspended and the lesion was x-rayed and post-operatively to the surgery to tried to locate the plate that was missing, but it was not found. They also looked in the operation room but it was never found. The surgeon's evaluation on the adverse event effect is "mild to moderate". If the missing plate had been left in the patient's body, however, the adverse effect would have been severe, and it would had been required medical intervention. The procedure had a surgical delayed for less than 30 minutes. No additional information was provided.